Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a red and itchy irritation on his back under the therapy electrodes. The patient's physician initially prescribed a cream, but upon applying the cream, the patient's skin irritation worsened. The patient then followed up with another doctor who provided a steroid cream. Follow-up indicated that the irritation improved after using the new cream.